Event description:
On (B)(6), the patient contacted lifescan (lfs) USA alleging that their onetouch ultramini meter was reading inaccurately high compared to another meter. The complaint was classified based on customer care advocate (cca) documentation. The patient stated that the alleged inaccuracy occurred at 9:30am on (B)(6). At this time, the patient obtained a blood glucose result of ¿386mg/dl¿ with the subject meter and ¿42mg/dl¿ on another meter over 30 minutes later. The patient manages their diabetes with humalog and metformin and stated that they made no changes to their normal diabetes management regimen as a result of the alleged product issue. The patient reported that one hour after the alleged product issue occurred they developed symptoms of ¿shaking, sweating and slurred speech¿. In response to these symptoms the emergency medical services (ems) were called and when they arrived they treated the patient after obtaining the blood glucose result of ¿42mg/dl¿ on their own device. The specifics of the treatment were not provided; however, this treatment was given at 10:45am. At the time of troubleshooting the cca noted that the correct unit of measure was set on the subject meter and an approved sample site was used to obtain the alleged inaccurate results. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after obtaining allegedly inaccurate high results with the subject meter.